Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report #:1024879-2024-01320 was submitted in error, as the report is a duplicate of MFR report #1024879-2024-01355. Therefore, this MDR is now void.

Event description:
It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the phlebotomist stuck herself after blood draw. The needle did not retract when the safety button was pressed. No other information provided.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one (1) bd vacutainer® ultratouch¿ push button blood collection set, the phlebotomist stuck herself after blood draw. The needle did not retract when the safety button was pressed. No other information provided.